Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Event occurred between (B)(6) 2012. Lot codes: head 92312b, handle dd929551. (B)(4). Manufacture dates: head 08/19/2009, handle 10/22/2009.